Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a dexcom app crash occurred. It was indicated, that the operating system for the smart device was not a supported system, which is misuse of the device. Performance data was reviewed. The allegation was confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.